Manufacturer narrative:
Product complaint #: (B)(4). Based on the embolic coil damage noted during the product investigation, this event meets the required criteria for MDR reporting. Information regarding patient age/date of birth, gender, weight, height, medical history, race, and ethnicity was not provided. Procode: krd/hcg. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). Initial reporter phone: (B)(6). [Complaint conclusion]: as reported by a healthcare professional, during a coil embolization of a pulmonary arteriovenous malformation (avf), the 2mm x 8cm galaxy g3 xsft hel (glx120208/l11534) thermo-mechanical coil was selected for use as the sixth coil, but the device became stuck at the hub of the sl-10 (stryker) microcatheter and could not be inserted into the catheter. The coil was replaced with a same-size galaxy g3 coil and four coils were implanted in the patient. The procedure was completed successfully without further incident or delay. No patient complications occurred as a result of the event. The complaint product was new and stored per labeling instructions. Initially, the microcatheter was approached to the pulmonary artery and five galaxy g3 coils were placed without any issue. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product defect/damage was noted prior to the event. No unintended detachment was observed in the microcatheter. An enpower dcb2 detachment control box was also used in the case. No further information was provided. The galaxy g3 xsft hel was returned without its original packaging or label. The device was unzipped as indicated by the length of the introducer proximal to the resheathing tool. The embolic coil was seen sheathed inside the translucent introducer. No kinks were observed along the length of the device positioning unit (dpu) core wire. The device was inspected under a microscope. The embolic coil distal ball tip was present and intact. The embolic coil was seen stretched and kinked inside the introducer. The articulating was intact. The distal outer sheath had maintained its form and had not been softened, indicating that the thermal detachment process had not been initiated. The v-notch of the resheathing tool was damaged. The middle of the notch had suffered a short fracture. A review of the manufacturing documentation associated with this lot revealed that 6 units were rejected that may be associated with the type of failure mode as reported in the complaint. However, the device history record review confirmed that all product rejected during manufacturing were identified as scrap and properly accounted for. No other issues were noted that were considered potentially related to the reported complaint. The reported customer complaint of impeded in introducer was confirmed. The device could not be advanced through its introducer sheath due to the condition in which it was returned. The coil was impeded due to its kinks and stretched winds. The damage to the resheathing tool indicated that the device was not properly unlocked. The IFU instructs the user to unlock the device by gently pulling the clear tab of the introducer sheath out and away from the re-sheathing tool at a 45-degree angle. Pulling the tab straight out (in parallel to the dpu) will result in damage to the resheathing tool and may cause damage to the embolic coil. Thus, it is possible that the embolic coil damage (kinks and stretching) was a result of improper unsheathing of the device. Additionally, excessive force may have been applied to the device if resistance caused from embolic coil damage was felt, resulting in the coil stretching. 100% of devices are inspected in-process for damage to the embolic coil and the resheathing tool is inspected in process for functionality. Thus, it is unlikely that the device left the manufacturing process with the observed damage. Impeded in introducer and embolic coil kinking and stretching are known potential issues associated with the use of the device. The IFU states the following: ¿if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve,and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. Loosen the rhv main valve and fully re insert the introducer tip into the infusion microcatheter hub. Gently tighten the rhv main valve around the introducer sheath to prevent backflow of blood. Visually inspect the alignment of the introducer tip and the microcatheter hub to ensure they have not slipped apart. If unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system.¿ neither the product analysis nor the device history review suggests that the failure could be related to the manufacturing process of the unit. Without the return of the concomitant microcatheter, the cause of the reported event could not be determined. Assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided and the evidence presented by the returned device; however, it is possible that procedural and handling factors, including device manipulation and device interaction with the concomitant microcatheter, may have contributed to the reported failure and damages noted on the returned system. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a coil embolization of a pulmonary arteriovenous malformation (avf), the 2mm x 8cm galaxy g3 xsft hel (glx120208/l11534) thermo-mechanical coil was selected for use as the sixth coil, but the device became stuck at the hub of the sl-10 (stryker) microcatheter and could not be inserted into the catheter. The coil was replaced with a same-size galaxy g3 coil and four coils were implanted in the patient. The procedure was completed successfully without further incident or delay. No patient complications occurred as a result of the event. The complaint product was new and stored per labeling instructions. Initially, the microcatheter was approached to the pulmonary artery and five galaxy g3 coils were placed without any issue. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product defect/damage was noted prior to the event. No unintended detachment was observed in the microcatheter. An enpower dcb2 detachment control box was also used in the case. Evaluation of the returned device revealed embolic coil damage. No further information was provided.